Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of nine photos related to a device opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned photos. Based on the product analysis, there was insufficient evidence to determine if the failure was attributed to the reported event. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Based on the information provided by the account and in the medical safety assessment, the a potential root cause is the tack was place with less than 4mm from the tissue surface, allowing for the tack to catch the intestine and result in perforation. Additionally, the migration of the mesh may move the tack into a place where it is able to perforate the bowel. The IFU indicates that the device is not to be used on tissue which cannot be visually inspected for hemostasis. Without the product for visual and functional inspection it cannot be confirmed how the perforation occurred. Should new information become available, the file will be re-opened and amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, on the (B)(6) during laparoscopic hernia repair reconstruction doctor used a mesh implant in combination with the alleged device. On the (B)(6) the patient entered the operating room and the doctor removed the mesh and part of the bowel that was stuck on the mesh and had a small opening. According to the surgeon, the hernia sac contained intestine which was dissected and reduced back to the abdominal cavity during the implant of the mesh. During the second procedure on (B)(6) 2016, the physician noticed that part of the intestine (about 20 cm) was stuck on the hydrogel barrier and due to the physical movement the intestine finally perforated by the tack.